Event description:
The handpiece overheated during a tooth extraction procedure and the patient received a burn injury to their left lower lip. The patients burn injury was treated with silvadene cream 1% and is reported to have healed normally without need for further medical attention.